Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown locking screw, unknown lot. Device was unable to be explanted on (B)(6) 2015. Another removal surgery is scheduled for (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4) medical intervention required to remove the locking screw. Locking screw could not be removed. Another removal surgery is scheduled for (B)(6) 2016. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the tip of the extraction screw broke off into the head of the locking screw. The locking screw was initially implanted on (B)(6) 2013. Removal surgery was performed on (B)(6) 2015. Reason for removal is unknown. Reportedly, an extraction screw was used because the head of the locking screw was dull. The surgery was completed by closing the incision. A twenty (20) minutes surgical delay was noted. The locking screw with the fragmented extraction screw tip remains implanted in the patient. Patient has requested removal and surgery is scheduled for (B)(6) 2016. This report is for one unknown locking screw. This is report number 2 of 2 for complaint (B)(4).